Event description:
It was reported that the user experienced a severe low blood glucose event occurring at night, with the cause unclear. Symptoms included hypoglycemia. Outcomes included the need for assistance, consistent with a severe event, with no hospitalization reported. Investigation included collection of event details and device use history pending follow-up. Investigation of this case revealed no device malfunction reported and no confirmed device component issue, with the event timing described as nocturnal and the cause undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.